Manufacturer narrative:
Summarized patient outcomes/complications of toronto valve procedure were reported in a research article in a subject population with multiple co-morbidities including prior coronary artery bypass graft, prior percutaneous coronary intervention, prior myocardial infarction, hypertension, diabetes, peripheral artery disease, stroke, dialysis, atrial fibrillation, prior pacemaker. Some of the complications reported were included surgical intervention (valve-in-valve, pacemaker), hospitalization, aortic stenosis, aortic regurgitation, stroke, acute kidney injury, atrial fibrillation, bleeding, myocardial infarction. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "transcatheter valve-in-valve replacement with balloon- versus self-expanding valves in patients with degenerated stentless aortic bioprosthesis"

Event description:
The article, "transcatheter valve-in-valve replacement with balloon- versus self-expanding valves in patients with degenerated stentless aortic bioprosthesis", was reviewed. The article presented a retrospective, single center study to compare periprocedural and long-term outcomes between balloon-expandable valves (bev) and self-expanding valves (sev) valve-in-valve (viv) transcatheter aortic valve replacement (tavr) for degenerated stentless bioprostheses. Devices included in the study were edwards prima, freestyle, homograft, and toronto. The article concluded that performing viv tavr for failed stentless bioprsothesis is technically challenging, especially when using sev, but satisfactory positioning is possible in most cases, with excellent hemodynamic and clinical outcomes with both bev and sev. [The primary and corresponding author is ghadi moubarak, baylor scott and white the heart hospital, 1100 allied dr., plano, tx, 75093, with corresponding email: ghadi.moubarak@bswhealth.org] the time frame of the study was from january 2013 to january 2022. A total of 59 patients were included in the study, of which 4 (6.8%) received an abbott device. The average age was 70.8 years and the majority gender was male. Comorbidities included prior coronary artery bypass graft, prior percutaneous coronary intervention, prior myocardial infarction, hypertension, diabetes, peripheral artery disease, stroke, dialysis, atrial fibrillation, prior pacemaker.